Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported the product experienced leakage outside the implanted port despite a correct venous return. One of the incidents resulted in an extravasation with significant edema around the implanted port.